Event description:
It was reported the patient expired in 2008. The cause of death was not reported. It was reported the cause of death was unrelated to the implanted system. The patient had terminal illness (metastatic pancreatic carcinoma). The patient was last seen by their managing pump physician about 3 days prior death. The drugs used in the intrathecal drug delivery pump were hydromorphone 3.0 mg/ml, bupivacaine 40mg/ml, and clonidine 250 mcg/ml.